Event description:
In 2006, the physician attempted to deploy a xact stent in the left common carotid artery. The vessel was described as being 7.5mm in size, 90% stenosed, with "normal" calcification and "mild" tortuosity. The target lesion was 20mm in length. A 6.0mm emboshield was inserted and successfully deployed. Pre-stent balloon dilatation was performed with a 5x 20 viatrac balloon. Reportedly, "the xact stent was inserted, once in position the wheel of the stent would move only slightly". The physician attempted to deploy without any issues. Post-stent dilatation was performed with a 6 x 20 viatrac balloon. The visual estimate of final residual stenosis at the target lesion site was 15%. There were no adverse patient reactions as a result of this event. The patient was discharged to home, as scheduled the next day.